Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, experienced a femoral neck fracture.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional information was received that the previously reported femoral neck fracture was assessed by the physician as not related to the device, stimulation, or procedure therefore, this is no longer considered a reportable event. As there was no reported allegation against the device itself and no indication of an issue with device performance, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, experienced a femoral neck fracture. Additional information was received that the femoral neck fracture was a non related adverse event.